Manufacturer narrative:
G4:04jan2021. B4:20mar2021. The field service engineer replaced the overlay, keypad, power status, man-machine interface (mmi) pcba to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
The customer reported that the keypad test failed. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.